Manufacturer narrative:
The customer informed us that the cardiac monitor technician stated that the patient sector did indicate the bradycardia alarm message but did not have an audio indication of the alarm and that she did not silence the alarm. We spoke with biomed and explained the information provided by the monitor technician. We explained that the cns log file would show if that alarm was silenced. We did inform him that there was a bradycardia alarm that was recorded at 07:29:57 on (B)(6) 2015. Customer stated that they would extract the log files for review. We have followed up with the customer and awaiting those requested files.

Manufacturer narrative:
Additional manufacturer narrative: customer stated that they would provide nihon kohden with log files for review. The customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Event description:
(B)(4).